Event description:
Patient contacted dexcom to report early sensor shut-off prior to double blood drop prompt. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for sensor. Product investigation concluded detached wire from sensor pod.